Manufacturer narrative:
The investigation determined that a higher than expected, non-reproducible vitros tropi es result was predicted from a single patient sample, when processed on the vitros eciq system. The assignable cause of this event is unknown. There is no indication that a vitros eci system issue occurred at the time of the event, as a troponin I free precision test was within acceptable guidelines. In addition, the customer is following the sample collection device manufacturer's recommendations; therefore, improper pre-analytical sample is ruled out as a contributing factor. While it is unlikely that a vitros reagent issue contributed to the event, based on lack of historical data, it cannot be entirely ruled out.

Event description:
The customer obtained a higher than expected, non-reproducible vitros tropi es result from a single patient sample processed on a vitros eciq immunodiagnostic system. Patient tropi es= 0.076 ng/ml, versus expected 0.014 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was not reported from the laboratory and there was no allegation of patient harm as a result of this event. (B)(4).